Event description:
It was reported to philips that the device has a red x on display and it is failing delivery therapy test. The bench technician evaluated the device and confirmed the defibrillator test failure. The device needs a high voltage capacitor. Upon conclusion of the evaluation, it was determined that the high voltage capacitor requires replacement. The device after servicing will be returned to the customer. No further evaluation around the high voltage capacitor is warranted at this time.

Event description:
It was reported to philips that there was a red x on the display and it is failing the delivery test.